Manufacturer narrative:
Update section h6.  A review of imagery provided showed the following: one (1) bent strut was observed while tracking through the anatomy. One (1) bent strut was observed post-deployment. A review of returned complaint history from july 2019 to june 2020 revealed additional similar returned complaints for sapien 3 valve for frame damaged during use. The complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that patient and/or procedural factors may have contributed to the reported events. A review of complaint history revealed that the complaint occurrence rate did not exceed the control limits for the trend category. The complaint for frame damaged during use was confirmed based on the provided imagery. Due to the unavailability of a returned device (valve), no potential manufacturing non-conformance was able to be determined. However, a review of DHR, lot history, complaint history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿during the procedure, a heavy push force during the beginning of valve progression through the sheath was noticed probably due to the heavy tortuosity. The valve stent at level of the skirt was damaged¿, and ¿as per medical opinion the root cause of the resistance was probably patient vessels tortuosity¿. The presence of access vessel tortuosity could create a challenging pathway for delivery system insertion through the sheath and lead to resistance and high push force. Excessive device manipulation in such condition could damage the valve. As such, available information suggests that patient (access vessel tortuosity) and/or procedural (excessive device manipulation) factors may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve in aortic position, a heavy push force during valve insertion through the sheath was noted and resulted in the valve frame stent damaged. The damaged valve was deployed with no paravalvular leak (pvl).  There was no patient injury and the patient is well post procedure.  As per medical opinion, the root cause of the resistance was due to patient¿s vessel tortuosity.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation.  In addition, no relevant photograph/video/imagery was provided. Due to the unavailability of a returned device (valve) and/or relevant imagery, no potential manufacturing non-conformance was able to be determined. During manufacturing, all sapien 3 frame components are 100% visually inspected by both manufacturing and quality for any defects. The in-process sapien 3 valve is 100% inspected for manufacturing defects before and after valve holder attachment.  Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A review of the complaint history revealed that the occurrence rate did not exceed june 2020 control limit for the trend category. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was unable to be confirmed. A review of DHR and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿during the procedure, a heavy push force during the beginning of valve progression through the sheath was noticed probably due to the heavy tortuosity. The valve stent at level of the skirt was damaged¿, and ¿as per medical opinion the root cause of the resistance was probably patient vessels tortuosity¿. The presence of access vessel tortuosity could create a challenging pathway for delivery system insertion through the sheath and lead to resistance and high push force. Excessive device manipulation in such condition could damage the valve. As such, available information suggests that patient (access vessel tortuosity) and/or procedural (excessive device manipulation) factors may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no manufacturing non-conformances or IFU deficiencies were identified, and the occurrence rate did not exceed the trend category control limit, a product risk assessment (pra) and a corrective action are not required.